Event description:
Pt reported being hospitalized, in 2005, for treatment of high blood glucose. Pt stated that, the day prior to hospitalization. They had not been feeling well, was vomiting, and had assumed the were coming down with the flu. When they checked their blood glucose, the following day, it read "hi." Pt's spouse phoned 911, and they were transported to the emergency room for treatment. Upon their arrival, their blood glucose measured 1200 mg/dl. Pt was treated with an insulin drip, as well as injections of humalog and lantus. At the time of the report, pump user was still in the hospital.